Manufacturer narrative:
The following devices were also listed in this report: trident 0 deg insert 40mm; cat# 623-00-40f; lot# merjdm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not available.

Event description:
Patient presented with pain. The surgeon removed a lfit femoral head and acetabular liner. He replaced with a universal biolox head and new liner.